Event description:
Clinical study. It was reported that one day after a coronary drug eluting stenting treatment procedure, the pt had a myocardial infarction (mi). The index procedure treated a 3.0x12mm, 80% stenosed, moderately calcified, severely tortuous lesion in the 1st obtuse marginal branch (1st om) with placement of a taxus express2 3.0x12mm drug eluting stent. Residual stenosis was 0%. One day after the index procedure, the pt was diagnosed with a non q-wave mi which was resolved the same day with no action taken. The physician noted that the relationship of the mi to the taxus stent was "probable" and the relationship to the target vessel was "probable." The pt was discharged the same day on plavix.

Manufacturer narrative:
Device evaluation: the stent remains in the pt and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.